Event description:
It was reported by the rep that the (1) 355sd was used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon attempted to insert the 5mm trocar and the arming mechanism would not engage. The blade was never visible and the safety shield never retracted. It was not reported how the case was completed and there was no consequence to the pt.